Event description:
It was reported to the manufacturer by the end user, per the end user the resident was placed on the mattress on (B)(6) 2014. He experienced 2 falls, one on (B)(6) 2014 and one on (B)(6) 2015. There were no witnesses to either incident and in both cases the resident was found on the floor by his bed. The resident was transported to the hospital for evaluation and sustained no injuries. Complaint#(B)(4) and ra#(B)(4) were entered into our system to have the dolphin mattress and control unit returned to joerns for investigation. As of this writing, the dolphin mattress and control unit has not been returned.